Event description:
During a phone call for an unrelated alarm, a home patient (hp) reported she was using medicated bags of intraperitoneal (ip) solution for peritonitis. On (B)(6) 2010 baxter contacted a nurse (rn) at the hp's dialysis clinic who revealed that on (B)(6) 2010, the hp complained of abdominal pain and cloudy peritoneal effluent, and was instructed to come to the dialysis clinic. After peritonitis was confirmed, vancomycin 3gm and ceftazidine(no dose given) ip was initially given (duration unreported). On (B)(6) 2010, the hp was hospitalized and treated with intravenously (IV)antibiotics (drug and dose not reported). The rn stated the causality was likely due to an acute bout of constipation that the hp experienced for a number of days prior to symptom onset. At the time of the report, she remained hospitalized. The rn did not know if this was due to complications of the constipation, peritonitis or another problem. The rn added that none of the baxter products or solutions were suspect. The hp has received automated peritoneal dialysis (apd) with ambuflex local pd4 solution for an unreported duration and will continue with this treatment after recovery.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10i15080 and h10h30065 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the first of two reports associated with this event.

Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the first of two reports associated with this event.